Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
A pt called to report that she was being treated with duracef for 10 days while using renu multiplus multi-purpose solution. She was seen in 2007 and two days later. Follow-up appointment was scheduled with hcp once prescription is finished. Subsequently, hcp reported the pt was seen on event day for a diagnosis of periorbital cellulitis od. The pt was seen on event day and two days later, at which time she was considered recovered.